Event description:
It was reported that there was an under infusion no disposable alarm. Settings reviewed, powered off x 1 min and back on. Still has no disposable alarm clamp tubing, remove cassette, depress green clamp, rub tubing and tap on hard surface. Rub tubing again and depress clamp, and attach cassette, powered back on four times. Medication 5 fu settings: rate 2.2, reservoir volume 6.3, given 93.7. The patient was not harmed. It was reported no disposable alarm. Settings reviewed, powered off for one minute and back on. Still has no disposable alarm clamp tubing, remove cassette, depress green clamp, rub tubing and tap on hard surface. Rub tubing again and depress clamp and attach cassette. Powered back four times.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.